Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Amo¿s investigation subsequently identified that the catalys system may have a remote potential event where loss of suction during laser firing could create a hazardous situation that may result in scoring of the posterior corneal surface. Therefore johnson & johnson surgical vision, inc has issued an advisory notice to reinforce instructions provided in product training and in the operator¿s manual regarding suction loss during a procedure. A manufacturer record review related to the device including device history record will be performed. Upon completion of this review, if there is any further relevant information obtained that changes the facts and/or conclusion, a supplemental medwatch will be filed. Manufacturing date: year 2012. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during a procedure and while laser was firing the system experienced suction loss. The treatment was successfully completed with a new liquid optics interface (loi). The clinic indicated that there was no patient injury or surgical intervention.